Event description:
It was reported that during preparation of a mitraclip xtw, one of the grippers was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.